Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported that the probe cutter did not work during surgery. The problem was solved after replacing the product. There was no impact to the pt.